Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed high pacing impedance on the left ventricular (lv) lead. The impedance was noted to be high and out of range when the programmer wand was included in the circuit; however, it remained stable and within the normal range when programmed to the lv tip¿to¿right ventricular (rv) coil configuration. To address the issue, the lv lead vector was reprogrammed. The patient remained in a stable condition.